Event description:
During a right colectomy procedure, the surgeon placed the device into the pt and after a few minutes of performing surgery the device tore around the iris valve. The procedure was completed with a like device. There was no pt consequence.